Manufacturer narrative:
The insulin pump was not received stuck in manufacturing mode. However the pump was received with dog chew marks on reservoir tube lip. Unable to perform displacement test due to physical damage of unit. The pump also had a missing retainer, missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, tooth mark on display window cover, pillowing keypad overlay and slightly damaged keypad overlay texture next to right arrow button.

Event description:
The customer reported via phone call that the insulin pump was damaged. Husband stated that his wife's blood glucose was high but did not know what the reading was. The customer reported that their dog apparently got to her pump and chewed it up around the reservoir where it twists. The customer reported that the clear piece on the top of the lip is just gone. The insulin pump will be returned for analysis.